Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during reanimation of an unknown patient the ez-io driver did not work while the green led light was on. The insertion site was the proximal tibia with a 45mm needle; there was no excessive pressure. The operator attempted manual insertion unsuccessfully; the needle bent. There was approximately a 3-minute delay. There was no patient harm. Intravenous access was placed. Driver stored in yellow soft case with trigger guard on.